Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not exposed or delayed during the surgery. The system restarted to restore its functionality and return to regular operation. However, the customer chose not to have philips examine the system, therefore philips did not inspect the device. No additional information could be obtained from the customer. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, model number, serial number and the manufacture date have been updated.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not exposed or delayed during the surgery. The system restarted to restore its functionality and return to regular operation. However, the customer chose not to have philips examine the system, therefore philips did not inspect the device. No additional information could be obtained from the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.